Event description:
On (B)(6) 2013, it was reported that the keypad is cracked at the up and down arrow and the ok keypad button required multiple presses to respond. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.